Event description:
On (B) (6) 2010 the lay user/pt contacted lifescan (lfs) to report the one touch ultra meter was giving inaccurately high readings. On (B) (6) 2010 the sr medical surveillance specialist spoke with the pt to obtain and verify info. On the evening of (B) (6) 2010 the pt experienced the symptoms of sweating the inability to speak. Family members contacted emergency services. While symptomatic, the pt's blood glucose level was tested to be 300 mg/dl on the reported meter. Within a few minutes paramedics arrived, and tested the pt's blood glucose level to be 30 mg/dl. The pt was treated with glucose gel. He was not transported to the ER. Earlier on the day of this event, the pt had taken his usual meals. He claimed he had not taken any insulin prior to the onset of symptoms. The pt was unable to provide his meter readings obtained prior to the onset of symptoms, other than to claim they were higher than usual. The pt takes humulin insulin on a sliding scale based on meter readings. His expected results range from 160 mg/dl to 389 mg/dl, and vary greatly. Troubleshooting revealed the pt's testing technique was correct, the test strips were in good condition and within opened expiration dating and the meter was programmed for the correct unit of measure. The meter, test strips, and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated readings on the reported meter, and received emergency medical attention and treatment with glucose. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.